Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultramini meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the reporter for follow-up questions. The complaint was classified based on the conversation between the patient and the customer service representative (csr) because the medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The reporter claimed the alleged issue began on (B)(6) 2014, at an unspecified time. The patient, who is a child, tested on the subject meter and observed an unknown result which she considered too high. The reporter claimed the meter is reading 30 points higher than other meters. The patient manages her diabetes with an unknown type/dose of insulin and she continued with her usual diabetes management routine in response to the alleged issue. The reporter alleged that the patient was experiencing symptoms of ¿nausea, vomiting and dehydration¿ at an unknown time on (B)(6) 2014 and was taken to the emergency room (ER). It is not known what range the patient considers to be normal. The patient was tested on a hospital meter (unknown type) and obtained a reading of ¿40mg/dl.¿ the patient was treated by a healthcare professional immediately but the treatment provided is not known. It is not known how long the patient stayed in the hospital. The reporter stated they tested her on the hospital meter before she left the hospital and her blood glucose was ¿99mg/dl.¿at the time of troubleshooting the csr replaced the products and subject products are pending return for investigation. This complaint is being reported because the patient claims she obtained unspecified inaccurate high readings on the subject meter, administered treatment based on the alleged results which led to low blood glucose excursion of 40 mg/dl as confirmed on a hospital